Manufacturer narrative:
The customer stated they had ¿a bad 6f/7f mynxgrip vascular closure device (vcd)¿. There was no reported patient injury. Multiple attempts were made to obtain more information without success. The product was not returned for analysis. A photograph of a 6f/7f mynxgrip vascular closure device was submitted for analysis. Per visual analysis, the sealant was exposed on the catheter shaft. However, the picture did not show the whole device and no conclusion could be drawn. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The photograph submitted for analysis did not show the entire device, and therefore a conclusion could not be drawn. The exact cause of the balloon loss of pressure could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. The very limited information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A customer said they had ¿a bad (6-7f) mynx (grip)¿ and shared an attached image. The photograph shows that the procedural sheath was retracted and the sealant was exposed to blood. The failure appears to be failure to deploy or balloon loss of pressure. There was no patient injury and the device was to be returned for analysis but was not.